Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery longevity was short. It was reported that battery had to be changed every five, ten and twelve hours. In three days, customer used four new batteries. Customer received "replace battery now" alarm and did not received a low battery alert. Customer reported that insulin pump did not drop. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected replace battery now alarms noted during testing. However, the pump was monitored and had an unexpected power error alarm 25. The power management graph showed and the detailed trace analysis confirmed the pump alarmed low battery and then alarmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal lithium battery connector, the pump was monitored and it functioned properly. The pump had minor scratches on the display window, a scratched case, a pillowing keypad overlay, keypad overlay texture damage, a scratched keypad overlay and a stained keypad overlay.